Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A96180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and endometriosis ("endometriosis"). The patient was treated with surgery (essure removal surgery,total laparoscopic hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and endometriosis outcome was unknown. The reporter considered endometriosis, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Discrepancy noted in date of removal: (B)(6) 2019 trailing coils- left-3, right -2. Lot number: a96180 manufacture date: 2013-01 expiration date: 2016-01. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. A96180) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and endometriosis ("endometriosis"). The patient was treated with surgery (essure removal surgery,total laparoscopic hysterectomy, and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage and endometriosis outcome was unknown. The reporter considered endometriosis, pelvic pain and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2013. Discrepancy noted in date of removal: (B)(6) 2019. Trailing coils- left-3, right -2 . Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received- event "medical device removal" replaced by "pelvic pain". Lot number, date of birth, reporter, medical history added. New events added- abnormal uterine bleeding, endometriosis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.